Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that, the customer had high blood glucose as 600 mg/dl. Customer¿s current blood glucose was 177 mg/dl. Customer reports the following symptoms related to their high blood glucose was dizzy. Troubleshooting steps were guided for high blood glucose level. The drive support cap appears normal. Customer assisted with performing the high pressure test and was passed. The pump working as designed and advised to monitor the insulin pump and call back if needed. The insulin pump will not be returned for analysis.